Event description:
Surgeon was not happy with the fit of the tibial block on this patient. When the lateral side engaged, the medial side was way off. We were forced to abort to manual instrumentation. There was no patient or user harm. Affected: right side.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "[redacted] was not happy with the fit of the tibial block on this patient. When the lateral side engaged, the medial side was way off. We were forced to abort to manual instrumentation. Can we review the plan and design and see if we can come up with some explanation." The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed the proposal plan on the evidence provided. A product development investigation was performed and it was concluded that the segmentation is designed within trumatch specifications and no issues were identified. A manufacturing record evaluation was performed for the finished device product code 420916 lot number tmk00153991, and no non-conformances / manufacturing irregularities were identified during manufacturing. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the trumatch CT cut guide kit r would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product code 420916 lot number tmk00153991, and no non-conformances / manufacturing irregularities were identified during manufacturing. Device history review: a manufacturing record evaluation was performed for the finished device product code 420916 lot number tmk00153991, and no non-conformances / manufacturing irregularities were identified during manufacturing. Corrected: d4 (primary UDI #).